Manufacturer narrative:
The warnings in the package insert state this type of event can occur. Because the lot number is unknown, the device history records could not be pulled and reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It is reported that while seating the inside screw of the eight hole plate, the edge of the plate where the screw was seated cracked. It is reported the surgeon removed the screws that were seated and the cracked plate. It is reported the surgeon replaced the cracked plate and reused the screws in the same holes. It is reported that a two to three minute delay to the procedure occurred as a result of the event. It is stated that no injury to the patient occurred as a result of the event.

Manufacturer narrative:
The product identity was confirmed in the evaluation. The plate was visually evaluated and shows signs of use. The plate is bent to the patient's anatomy and there are minor scratches from normal use. There is a fracture through one side of an internal screw hole on one of the legs; therefore the complaint is confirmed. The fracture location is at the location of one of the bends. The plate was dimensionally measured for thickness and leg width. Both features measured within specification. The distributor states the fracture occurred while seating the inside screw. The fracture most-likely occurred during bending of the plate and was not noticed until the screw was inserted into the plate. It is also possible that the implant was not flush against the patient's bone when inserting the screw and the screw caused an increased load around the bend when being inserted. The fracture occurred at the bend, which is a stress riser and expected location of a fracture. The most-likely cause was determined to be excessive force applied to the plate from bending. There is no indication of manufacturing defects.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.